Event description:
Repaired a hiatal hernia with strattice mesh by lifecell. It came lose, got tangled around my esophagus and stomach. Had to have 40% of my stomach removed. Have had 2 major surgeries because of this mesh. Initial surgery when mesh was implanted was (B)(6)2011, surgery to remove mesh was (B)(6) 2014, last surgery was (B)(6) 2015. Rx meds: nexium, atenolol, exforge, glimepiride, simvastatin, gabapentin, nuvigil, abilify, pristiq, desipramine, vitamin b-12. Otc meds:.